Event description:
The patient was wearing a pod at the time medical attention was required. On (B)(6) 2026, symptoms resembling with influenza were experienced, followed by a collapse at home later that evening. Emergency medical services were contacted, and the patient was brought to the emergency department, with official admission occurring on (B)(6) 2026. The hospitalization continued until (B)(6) 2026. During the admission, diagnoses included diabetic ketoacidosis and cardiac arrest. Additional information provided by the healthcare clinic referenced stroke and acute kidney injury requiring temporary dialysis. Treatment occurred in the intensive care unit, where the pod was removed and clinical needs were managed by medical staff. Due to significant short-term memory loss following hospitalization, the patient is unable to recall if a new pod was activated after any pod-expired or error notification. The patient is currently using multiple daily injections during recovery. All information not yet obtained remains unknown and pending further contact.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.